Event description:
A report was received from a user facility in (B)(6) stating: vitrectomy cutter is defective. No more information is available. Occurrence stage is noted as during the procedure/patient contact.

Manufacturer narrative:
Additional information was requested yet not received. Product has been requested for evaluation. It has not yet been received.